Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion the guidewire entered the muscle tissue and had to be removed surgically. The guidewire was damaged after removal." Further additional information received on may 20, 2025, indicated that "patient needed surgical cut down to pull out the swg. No signs or symptoms were experienced in the patient due to the event reported and patient current condition is reported as "fine". The guidewire was unraveled/frayed after removal but in one piece."

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. Visual inspection of the customer provided photo revealed a guidewire that had been removed from the patient with its spring coil wire unraveled from the core wire. It could not be determined from the photo alone if the wire was completely separated or only unraveled. However, based on this visual evidence, the complaint of guidewire stuck in patient can be confirmed as the damage observed aligns with the customer report of a damaged guidewire during surgical removal. Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion the guidewire entered the muscle tissue and had to be removed surgically. The guidewire was damaged after removal." Further additional information received on may 20, 2025, indicated that "patient needed surgical cut down to pull out the swg. No signs or symptoms were experienced in the patient due to the event reported and patient current condition is reported as "fine". The guidewire was unraveled/frayed after removal but in one piece."